Event description:
Related manufacturer report number: 2017865-2023-46891, 2017865-2023-46893. It was reported that the patient presented to in clinic follow up with hematoma. The implantable cardioverter defibrillator system was explanted. The patient was stable following procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.